Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). The device had been reprocessed with a non-olympus automated endoscope reprocessor, poka yoke (getinge), using peracetic acid. Ofr checked the subject device and found the following. There was air leakage at the video connector. The distal end insulation was out of range. The air/water nozzle, all channels, the air/water cylinder, and the scope connector had been modified by a third party. The adhesive around the light guide lens and objective lens, the bending section rubber, the adhesive and thread winding of bending section rubber, the insertion tube, and the universal cord had been replaced by third party. The objective lens was chipped. The distal end cap was scratched. The remote switch 1 was worn. The angulation was insufficient. The cp plate in the control unit was deformed. The ccd unit was deteriorated. The instrument channel replaced as preventive maintenance. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and ofr, the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, pseudomonas spp. (>100 cfu) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.